Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. System controller and left ventricular assist device (lvad) log files were submitted at the time of the event, which cumulatively contained data from (B)(6) 2018 - (B)(6) 2018 and appeared to show the system operating as intended with stable pump parameters and no low flow events recorded. No atypical alarms or faults were captured and the actual motor speed remained above the low speed limit for the duration of the log file data. The patient remains ongoing on the device and no additional events have been reported at this time. The heartmate 3 left ventricular assist system instruction for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted due to ongoing major bleeding from an unknown site. Laboratory tests showed a hemoglobin level of 5.8 g/dl (normal 11-12 g/dl). The patient was transfused with 2 units of packed red blood cells (prbcs). Due to the acute drop in hemoglobin, an endoscopy was performed which showed arteriovenous malformations (avms). The anticoagulation regimen at the time of the event included aspirin and warfarin.no further information was provided.